Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, after an alcohol septal ablation, failure to capture and low impedance were observed. Decreased sensitivity was also noted on the right ventricular lead. Programming changes were made. Patient is in stable condition.